Event description:
Note: this report pertains to one of multiple trapezoid rx lithotripter baskets used in the same patient and procedure. It was reported to boston scientific corporation that three trapezoid rx devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the handle ruptured while the basket was inside the patient. The same problem occurred with all three trapezoid rx devices. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was received extended. The handle cannula was detached. Additionally, it was observed that the sheath was stretched, kinked and detached. Dimensional inspection showed that the proximal and distal screw depths were out of specification and microscope inspection showed that the screw marks were not present on the handle cannula. The reported event was confirmed. Based on all available information, since the handle cannula was detached and the depth of both fastening screws was less than specification, the most likely cause is manufacturing deficiency. An investigation to address this issue is in progress. On the other hand, it is most likely that some resistance met during procedure and/or some technique performed while actuating the device may have caused the sheath to kinked. Possibly, a tough movement caused the detachment and stretch of the sheath. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of multiple trapezoid rx lithotripter baskets used in the same patient and procedure. It was reported to boston scientific corporation that three trapezoid rx devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the handle ruptured while the basket was inside the patient. The same problem occurred with all three trapezoid rx devices. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.